Event description:
Reportedly, the patient has experienced shocks two times on (B)(6) 2025. Noise-like episodes were observed before these shocks. Myoelectric potentials was tested but they were not reproducible. The physician would like to know the reason why these shocks had happened.

Manufacturer narrative:
Please refer to the attached report between (B)(6) 2025, the ventricular lead impedance show some temporary irregularities. Since at least (B)(6) 2025, ventricular oversensing episodes are recorded. According to all above elements, the rv lead integrity cannot be guaranteed, a re-intervention should be considered to check the rv lead integrity.

Manufacturer narrative:
During the reintervention to replace the leads on (B)(6) 2025, the subject device ICD was explanted. The system will be replaced by a s-ICD. No issue is suspected on the subject ICD

Event description:
Reportedly, the patient has experienced shocks two times on (B)(6) 2025. Noise-like episodes were observed before these shocks. Myoelectric potentials was tested but they were not reproducible. The physician would like to know the reason why these shocks were happening.